Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type ii and spinal pain. Information was reported that a patient had an ins replacement surgery. The replacement was due to 3 overdischarges. The overdischarges were a result of non-compliance with recharging. No further information reported. No patient symptoms were reported.